Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation revealed that the audio bolus button cover is missing, and therefore the button could not be used as intended. Insulin can be delivered using the normal bolus feature. This defect is not likely to cause or contribute to an adverse event. A review of the pump's bolus history confirmed that a 5.5 unit bolus was delivered on (B)(6) 2011. The pump was exercised for 24 hours with no unprogrammed boluses occurring. A normal bolus was successfully programmed and accurately recorded in the pump history. There was no keypad button hypersensitivity or button contact defects found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reportedly experienced blood glucose (bg) of 2.6 mmol/l and felt "out of it". The patient reported that the pump delivered 5.5 units but the patient did not enter this bolus. The patient reported that he did not need to seek medical attention and treated the low bg with oral carbohydrates. The patient reported that he was wearing the pump in his pocket. Customer support advised the patient of the locking feature of the pump to prevent inadvertent boluses with the pump. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.